Event description:
Healthcare professional reported right-side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease fold and broken plug strap. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify an opening striated in the valve bond edge and broken striated in the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a striated opening in the valve bond edge assessed as surgical damage. -a striated broken in the plug strap assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.